Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Event description:
The customer¿s olympus sales representative reported the probe on the thunderbeat 5mm, 35 cm, pistol grip broke off and fell into the patient during a therapeutic laparoscopic supracervical hysterectomy when the surgeon had started cutting the tissue. The fallen probe was retrieved and the procedure was completed without a new ultrasonic device. The surgeon continued the procedure using a hiq+ bipolar grasper and scissors. There was no reported delay in the procedure. It was also reported when the seal button was first used, it would intermittently work. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction of probe breaking off and falling into the patient.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The probe was broken at the proximal end. The device evaluation also found contact marks on the broken probe, electrode and tissue pad. There was peeling on the electrode, probe and jaw. The tissue pad was also worn and the tip was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. The following step-by-step scenario likely caused the event: 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. This following information is included in the instructions for use (IFU): "¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."